Event description:
Pt was having pain, x-rays were taken and revealed mid shaft fractures of the s1 pedicle screws bilaterally. Level of support was l4-l5, and l5-s1. Revision surgery took place (B)(6) 2012.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. All records revealed all product lots were mfg within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. The part was returned for eval, and all applicable dimensions and material composition of the screw were measured and tested. There were determined to be within specifications per the print and material certification. The screw appears to have been damaged upon removal of the implant. There are no noticeable signs of mfg defects. The break has occurred five threads below the neck of the screw. The screw may have failed in typical fatigue fashion after fusion has taken place or non-union. The exact cause cannot be ascertained. Based on record review of all available info, it is determined the 6.5 mm revere 40 mm design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction.